Event description:
It was reported that a spectrum pump shuts down while loading tube. Any pt involvement is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported shutting down while loading tube, which was not reproduced. The symptom was confirmed through a review of the event history log. No component could be identified for causality and the device was functioning as designed.